Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 480 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests, and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.